Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic accutni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.28ng/ml. This sample was then re-spun and re-tested on a different instrument upon which it gave erratic results of 0.73ng/ml and 63.51ng/ml. The erroneous results were not reported outside of the laboratory. A sample previously obtained from this patient gave an accutni result of 0.49ng/ml. This sample was re-spun and re-tested upon which it gave a result of 0.28ng/ml and a reflex result of 0.19ng/ml. Another sample obtained from this patient at a later time gave results of 0.07ng/ml and 0.08ng/ml upon testing for accutnl. There was no affect to patient treatment or any injury that bci has been made aware of.

Manufacturer narrative:
Samples were li heparin and serum and were spun for 10 minutes at 3250 rpm. Customer states that qc prior to and after the event met specifications. Service was declined by the customer as customer believes this to be a sample specific problem and they are not having issues with any other samples or assays. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.